Event description:
Staff members smelled "something burning" during the night shift. The staff touched the unit and it was hot and the unit's case appeared to be warped. The unit was not in use on a pt and there was not adverse effect on any pt. The complainant indicated that the alleged malfunction occurred on a prior occasion. Approx a week prior to the alleged malfunction, the facility's biomedical engineering department was performing preventive maintenance on the unit. The biomed staff smelled "something burning" and the unit's case was hot to touch. They changed the unit's battery and returned the unit to service.